Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was diagnosed with peritonitis on an unknown date. The cause of peritonitis is unknown .the treatment course is unknown. The recovery status of the patient is currently unknown. Additional information has been solicited but unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a possible temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, however there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. Should additional information become available, the investigation will be reassessed.